Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 6 years old. The device was received with both seals were broken. Third party warranty seal was on the device. Top case was chipped and cracked by the front left bottom corner. It was cracked by the tube holder and visible contamination. The history log showed primary audible alarm background test found in pump event history log. Power up and infusion / occlusion test were performed, but the reported problem could not be confirmed. The root cause was unable to be determine. No external damage or contamination to interconnect board or speaker. Actions were taken to mitigate the issue: replaced speaker and interconnect board as preventive measure. Power up process and all the functional tests passed.

Event description:
It was reported the device had an audible alarm failure. No patient injury reported.